Manufacturer narrative:
Correction to initial MDR: device return was added in error. The lead was not returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy for noise. The device was explanted and the lead was capped. The patient was recovering.